Manufacturer narrative:
The investigation confirmed that a non-reproducible higher than expected vitros trop I result was obtained from a single patient sample processed on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 2780 performance issue is not a likely contributor to the event. A within run vitros tropi es precision test met the performance guidelines and a review of the intellicheck information did not indicate any abnormalities with regard to subsystem performance which could account for the event. Therefore an instrument issue is considered unlikely. Pre-analytical sample processing could not be ruled out as contributing to this event, as the customer is not following the sample tube manufacturer¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
A customer observed a non-reproducible, higher than expected, vitros tropi es result from a single patient sample processed using a vitros troponin I es reagent lot 2780 in combination with a vitros 5600 integrated system. Patient sample result of 1.940* ng/ml versus the expected result of 0.033 ng/ml biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result was not reported from the laboratory and ortho was not made aware of any allegation of actual patient harm as a result of this event. (B)(4).